Manufacturer narrative:
One trimmed piece of a company stent was received in a vial. The stent was visually inspected and was found to be non-conforming with an appearance indicative of being trimmed, the distal collar and first ring were returned with a jagged cut behind the first ring. No clinical data was received associated with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Photos attached were reviewed. Both photos are of capped tubes with liquid and one tube a trimmed piece of the stent is visible. Because the sample returned could not verify the reported event, no clinical data was received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative stent dislodgement or movement and corneal decompensation are established risks associated with use of the company stent system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received from the customer stating the patient had a secondary procedure to shorten the stent.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a patient experienced advanced corneal decompensation after a glaucoma stent was implanted. The surgeon stated the stent had endothelial contact. Additional information has been requested.